Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by the field clinical specialist, approximately 1 year and 11 months post transfemoral tavr procedure with a 26mm sapien 3 ultra valve in the aortic position, the patient presented with a reduced ef (40-45%) and a mean gradient across the 26 mm s3 of 47 mmhg. The patient underwent an explantation of their s3u that will be replaced with a surgical valve. Per review of medical records, the patient complained of dyspnea on exertion. Under general anesthesia, the patient had an explant of the sapien 3 valve and implant surgical st jude (redo avr). The bioprosthetic valve had stenosis. Findings: partial calcification of all 3 leaflets making them relatively stiff and immobile.

Manufacturer narrative:
The device was not returned, and no image evaluation was performed as no imagery was provided. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was confirmed from the medical record. A review of the device history record did not indicate any manufacturing non-conformances contributed to the reported event. A review of the IFU revealed no deficiencies. An existing technical summary written by edwards lifesciences documents the root cause analysis on valve calcification over the time in patient. Per technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' transcatheter heart valve(s) (thv) undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower structural valve deterioration (svd) rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for "svd - calcification" did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. Review of medical record revealed that the patient has a medical history of hyperlipidemia, which is a well-known risk factors for leaflet calcification. As such, available information suggests that patient factors (hyperlipidemia) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required at this time.